Manufacturer narrative:
(B)(4). This lot was manufactured from june 5, 2014 ¿ june 6, 2014. Evaluation summary: the device was received for evaluation. During visual inspection the fill port was observed to be in a lower position than normal. The fill port was not able to be opened when manipulated by hand. This was due to the stress member flange being damaged and causing the fill port area to collapse. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the stress member flange damage is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port on a large volume intermate could not be opened. It was not specified when this occurred. It is unknown if there was patient involvement; however, there was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.